Event description:
It was reported that the patient's ipg was exhibiting recharge burden and was turning off on its own. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The reported event for recharge burden/ipg turning off on its own was not confirmed. Visual inspection of the returned ipg did not reveal any anomalies that would contribute to the complaint. The ipg was functionally tested and passed all testing. The ipg passed a the burn down test where it provided more stimulation time on a full battery recharge than what was calculated. The ipg also never turned off on its own during lab testing. The cause of the issue is unknown.